Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patients ipg was replaced and was doing well postoperatively. The explant ipg will be return for analysis.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patients ipg was replaced and the patient was doing well postoperatively. The explant ipg will be return for analysis

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As reported observation with testing of the product return. Hence, the probable cause selected is no problem detected.